Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a controller exchange following a red heart alarm was confirmed via the log files. A review of the log files spanned approximately 6 days (02jun20, 31aug20, and 05sep20 ¿ 08sep20 per time stamp). There were low power hazards and a no external power alarm on 05sep20 at 07:11 due to the patient letting the batteries fully deplete. The backup battery was able to provide power to the controller until the patient connected to the power module. The driveline was disconnected at 08:13 for a controller exchange. Before the controller was shutdown the patient reconnected multiple times to various power sources. The controller was turned on briefly on 08sep20 without the driveline connected. The alarms did not affect the controller's ability to operate the pump at the set speed. No other alarms were active in the log file. The returned system controller, serial number (B)(6), was functionally tested and found to operate as intended during analysis. The controller was able to support pump function for an extended period of time. No atypical alarms were produced during testing. A root cause for the reported was determined to be user error by letting the 14v batteries fully deplete. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook and instructions for use (IFU) also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including no external power alarms. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a controller exchange at home without notifying the vad coordinator. The patient was unable to verbalize why the controller was exchanged. The patient stated that the old controller was "broken, flashing a red heart and maybe a red battery". When the new battery was changed to the old controller, "it kept flashing." The patient had no adverse events after exchange and is stable. Upon review of the log files, there were no unusual events and the pump was operating as intended.